Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the tfna helical blade was blocked and could not be implanted. The operation hat to be repeated from the beginning with new nail and new blade but the blade blocked extraction tool. Surgery was delayed by 4 hours. Procedure was completed successfully. Patient status is unknown. This complaint involves three (3) devices. This report is for one (1) helical blade/screw extractor. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection confirmed that the helical blade and the extraction instrument are jammed. Apart from that, the instrument is in good condition. Functional test: cannot be performed due to the damage incurred ,the instrument could not be disassembled from the helical blade even under great force application. Dimensional inspection: the dimensional inspection could not be conducted due to the damage incurred. Document/specification review: the extraction instrument was manufactured in january 2019 according to the specifications. DHR review confirmed that this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Summary: the returned extraction instrument was examined, and the complaint condition was able to be confirmed as the blade is still jammed with the extraction instrument. The review of the production history revealed that this instrument was manufactured in january 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post-production/acceptance criteria. This complaint condition is related to the tfna nail the locking mechanism was not in the appropriate position when the blade was inserted and the subsequent applied mechanical force to remove the blade caused the jamming with the extraction instrument. In this regard, further information/precaution hints can be found in the respective surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.